Event description:
During a clinical study review it was reported that on (B)(6) 2021 a patient underwent an extreme lateral interbody fusion. Post-operatively on an unknown date the patient noticed a small amount of continuous, yellowish drainage from wound on left side. The wound was reportedly almost closed. The patient was placed on antibiotics. No additional issues were reported.

Manufacturer narrative:
No device was returned as no product malfunction was suggested. No images or test results were provided to confirm the complaint. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. The root cause of the infection could not be determined however infection is a known complication of spinal procedures and may be the result of environmental contamination. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection. Potential risks identified with the use of this system, which may require additional surgery, include: infection." No device malfunction reported.

Manufacturer narrative:
Additional products involved no change in conclusion see sections b4, d10, g3, g6, h2, h6, h10 for additional information.

Event description:
Additional information recorded on h10.